Manufacturer narrative:
Inspected one reservoir and found reservoir luer tip broken. Reservoir will leak.

Event description:
The customer reported high blood glucose levels caused by a reservoir that leaked.